Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from a u9000 ultrafilter during setup. The ak98 machine alarmed during the disinfection process. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h10: the actual device was not available; however, photographs and a video of the sample were provided for evaluation. During visual inspection of the video, it was observed that fluid was leaking at the bottom of the filter while on the machine for priming. It could not be confirmed whether the filter was connected properly to the machine. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.